Event description:
Patient received from cath lab; approx 15-30 minutes later, patient complained of numbness and burning in toes on right foot. Unable to obtain pulse on right distal pulse (dp) and intermittent right posterior tibial (pt) pulse. Toes on right foot blanched. Patient taken to ultrasound and then back to the cath lab for intervention.